Manufacturer narrative:
Results: the ace68 was fractured approximately 131.0 cm from the hub. The total length of the ace68 was approximately 132.5 cm. The ace68 was fractured and, therefore, could not be functionally tested. Conclusions: evaluation of the returned ace68 revealed that the distal shaft was fractured. If the catheter is forcefully advanced against resistance, the device may become damaged. This damage may contribute to further resistance when attempting to advance or retract the ace68. If the catheter is retracted against resistance, damage such as a fracture may occur. The non-penumbra guide sheath and microcatheter identified in the complaint were not returned to penumbra for evaluation. The root cause of the reported resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right vertebral artery using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician placed a non-penumbra guiding sheath in the target vessel, then attempted to coaxially advance a non-penumbra microcatheter and an ace68; however, resistance was encountered. Therefore, the physician removed the ace68, the microcatheter and guidewire together from the patient¿s body. Upon removal, it was noticed that the ace68 was almost broken off approximately one and half centimeter from its tip. The ace68 marker band was still attached to its tip and no part of the ace68 was left in the patient¿s body. The procedure was completed using a new ace68, the same microcatheter and guide catheter. There was no report of an adverse effect to the patient.